Event description:
Information received from the field notes that during a routine follow-up, oversensing on the ventricular lead was observed. The noise was reproduced by having the patient do isometric exercises, but the noise was not oversensed. Telemetry strips indicated that capture, sensing and lead impedances were all normal. The patient was not pacemaker dependent and the device will remain implanted.